Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that the reaction was itchy the entire time that the sensor was worn and that the area developed a red rash that oozed with pus. Reaction was located under the sensor pod and adhesive area. Affected area was treated with bactroban 2% which was prescribed on (B)(6) 2016 for a previous reaction. Patient also used over-the counter (otc) benadryl cream, otc cortisone-10 cream, otc aloe vera lotion and otc vitamin e lotion to treat the area. Additionally, it was reported that the patient's doctor believes the irritation is a (B)(6). At the time of contact, the patient was stable. Additional event information was not provided. No product or data was returned for investigation. However, photos of the reaction were provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.